Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar started to make a hissing sound when the diathermy hook was removed. In order to stop the hissing noise the consultant had to re-insert/remove the instrument. No pneumoperitoneum was lost but the consultant found it to be irritating and disrupted the flow of the procedure. They continued with the product to complete the procedure as the procedure was short. There were no adverse consequences for the patient. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results of the device found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism and the duckbill seal open at the slit. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.